Event description:
The catheter was inserted in the neuro-surgery department on (B)(6) 2021. Staff observed when they took care of the patient in intensive care that there was an issue with the device. The catheter was blocked. Decision was made to change the device. When changing the catheter, the staff observed it was impossible to deflate the balloon. Clinical consequences: the patient had distended bladder. He had small lesions of the urethra after removal. Bleeding for a few days due to the inability to deflate the balloon and having removed the balloon inflated. Now patient is out of the department and users stated it's all fine now.

Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed 100% visual inspection was conducted, and no abnormalities found. One piece of actual sample was returned for investigation. However, only part of the catheter shaft was received. Based on the complaint statement, it was reported that there was an issue with the catheter since it seemed blocked and when changing the catheter, the staff observed it was impossible to deflate the balloon. Examination on the returned part observed that there is no sign of blockage at the drainage eye of the catheter. However, further investigation could not be conducted to identify the actual problem since the sample returned was incomplete. To verify the accessibility to the balloon deflation, the actual sample was inflated with 5ml of water using venflon needle showed no issue to stay inflate. The sample was then subjected to deflation testing using the same method. Once again, the sample was able to deflate completely without having any difficulty. Non-deflation could be due to several reasons such as improper fixation of syringe to the valve, faulty valve and blockage of inflation lumen. In a standard practice, an empty syringe without plunger is also recommended to be used to drain off the fluid by gravity and avoid creation of vacuum effect and ease deflation process. Besides that, based on the IFU, it was advised to cut the shaft near the entry site as to allow the liquid to flow out of the balloon if the valve fails to deflate the balloon. In current standard operating procedure, the product will undergo several stages of inspection. Water leak test was performed after funnel injection moulding process as per spm-a51-002. Defective catheter (such as blocked) will be detected and culled out during this process. Final 100% visual inspection and leak test are also conducted on the catheter as per spm-a52-004 and product will be released upon passing this inspection. Besides that, the balloons are subjected to 100% visual inspection as per spm-a51-003, and any defective raw balloon will be discarded before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspection, 20 minutes leak test and 100% deflation process (spm-a52- 004). Catheter with defective balloon will be culled out during this process. Conclusion : blockage or non-deflation balloon may due to several reasons. However, no sign of blockage observed at the drainage eye of the catheter and no deflation issue encountered on the catheter part received. Since the catheter returned was incomplete, further investigation could not be conducted to identify the actual problem. Therefore, this complaint could not be confirmed.

Event description:
The catheter was inserted in the neuro surgery department on (B)(6) 2021. Staff observed when they took care of the patient in intensive care that there was an issue with the device. The catheter was blocked. Decision was made to change the device. When changing the catheter, the staff observed it was impossible to deflate the balloon. Clinical consequences: the patient had distended bladder. He had small lesions of the urethra after removal. Bleeding for a few days due to the inability to deflate the balloon and having removed the balloon inflated. Now patient is out of the department and users stated it's all fine now.

Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed 100% visual inspection was conducted, and no abnormalities found. No sample was returned for investigation; therefore, no physical investigation could be conducted. Catheter blockage could be due to various reasons. However, in the absence of any actual or representative sample, further investigation could not be conducted to identify the actual root cause of the problem. Therefore, this complaint could not be confirmed.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The catheter was inserted in the neuro-surgery department on (B)(6) 2021. Staff observed when they took care of the patient in intensive care that there was an issue with the device. The catheter was blocked. Decision was made to change the device. When changing the catheter, the staff observed it was impossible to deflate the balloon. Clinical consequences: the patient had distended bladder. He had small lesions of the urethra after removal. Bleeding for a few days due to the inability to deflate the balloon and having removed the balloon inflated. Now patient is out of the department and users stated it's all fine now.